Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead may have been damaged after the patient was in an atv accident. The lead was capped and replaced. There were no patient complications reported as a result of this event.